Manufacturer narrative:
S.w version 4.11e. Retainer ring = black. Customer returned pump for an alleged was hospitalized for high bgs and dka found on (B)(6) 2021. Also, on case: (B)(4), svn#: (B)(6) customer returned pump for an alleged battery cap cracked/damaged and failed battery test or battery failed alert found on (B)(6) 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The pump was monitored for several hours and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. There was no failed battery alert/battery failed alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on (B)(6) 2021 14:48:36.000 to on (B)(6) 2021 15:00:00.000. On (B)(6) 2021 10:54:05.000 and on (B)(6) 2021 11:04:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on (B)(6) 2021 14:48:50.000 and on (B)(6) 2021 14:49:38.000. And power loss alarm was recorded and found in the formatted history file on (B)(6) 2021 11:05:22.000 and on (B)(6) 2021 11:05:33.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to confirm battery cap damage due to pump received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Failed battery test or battery failed alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's mother reported via phone call that customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose reading was 630 mg/dl. The customer was treated with intravenous insulin drip at the hospitalization and dispatched to emergency medical services visited to emergency room and admitted to hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at time of high blood glucose event. Customer reported that current blood glucose value was 64 mg/dl. Customer accepted troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.